Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, one curved opening and wear abrasion. A microscopic analysis was performed which identify: one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening; device does not presents any kind of anormal situation to remove the fluids or fill with liquids.

Event description:
Healthcare professional reported left side deflation and difficulty in expanding. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side deflation and difficulty in expanding. The device has been explanted.